Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1001 indicative of a low battery capacity has been detected. It was also reported that the patient received several shocks and it was found out that the patient was having ventricular fibrillation (vf). The patient was not responsive and intubated. Shocking impedance measurements and sensing appeared to be normal. Also, the device was checked and end of life (eol) was due to the 45 seconds charge time out. Additional information was obtained and indicated that the patient was in hospice care. The field representative (fr) spoke to the physician and they were not going to change the device and the fr had no information if they did perform a change out. The patient outcome was not related to the device function. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.